Event description:
In 2005, the lay user/patient contacted lifescan and alleged that her one touch basic enhanced meter was giving the insert strip message. The medical affairs specialist called and left a message for the pt the following day. A letter will be sent. The pt reported that the meter displayed the insert strip message and "won't go beyond that". She had not been able to test for the last month, but had continued to take her set amount of oral medication (4 mg avandia). She would "sometimes" get her blood glucose level checked at the emergency room. She reported that twice she was referred to her doctor and was given insulin there. She "thinks once it was like 237 and like 239" mg/dl. The last time she saw the doctor at the emergency room (1 1/2 weeks ago), she was feeling "a little dizzy". At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was not correct (user error). She was placing the blood on the strip and then inserting it. The correct testing and cleaning procedures were reviewed and this resolved the issue. It was also discovered that the patient's test strips were gray and appeared to be a redirected product since the date printed on the strip vial was reversed ("2006/07"). This complaint is reported as an adverse event because the patient was not able to test on the meter at the time of concern and was given insulin treatment by the doctor. A replacement meter kit was sent to the lay user/patient.